Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 154 mg/dl at the time of incident. Customer also indicated that they were hospitalized with diabetic ketoacidosis. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing. Troubleshooting advised for customer on proper serter usage. Device appears to be working as designed.